Event description:
Boston scientific received information that during a recent normal follow up, this lead displayed a conductor fracture due to suspected clavicular crush. This was confirmed via a chest x-ray. Currently, the lead remains implanted and in use. A replacement procedure will likely be scheduled for the near future, however nothing has been planed at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.